Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced pelvic pain and distress from mesh exposure. The patient underwent mesh excision. Additional information has been requested.